Manufacturer narrative:
(B)(4). The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received. A lot history record review was completed for the reported product lot number. There was no nonconformance recorded in the lot history. (B)(4).

Event description:
(B)(4). The hospital reported that during an endoscopic vein harvesting procedure, t.w. Power supply had lights but no power. The warranty expired (B)(6) 2010. A replacement device was used to complete the procedure. The hospital did not report any patient effects. (B)(4). The (B)(4) hemopro power supply lights came on, but no power came out. They swapped in a different power supply and completed the case using that.

Manufacturer narrative:
This is a reusable OEM device; therefore, a lot history review is not applicable. Based on the serial number provided, the device was sold to the account on 9-sept-2009 which places the approximate usage life at 6 years and 5 months, therefore it appears to have been used beyond its serviceable life. A review of the certificate of conformity (c of c) is not applicable because the event occurred well past the specified device lifetime reliability; 1.5 years or 2340 cycles. (B)(4).

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, t.w. Power supply had lights but no power. The warranty expired 9/11/2010. A replacement device was used to complete the procedure. The hospital did not report any patient effects. The vh-3010 hemopro power supply lights came on, but no power came out. They swapped in a different power supply and completed the case using that.